Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis : unit received without the 6-inch transitional, and the handle was closed without having the 6-inch transitional inserted. This caused the handle to become misshaped. The shock cushion and ¼ inch pin were worn, and general maintenance and cleaning also required. All worn components were replaced with new parts. Root cause : the reported complaint was confirmed. The received unit had been damaged due to misuse. The handle had been closed without having the 6-inch transitional inserted, causing the handle hole to become deformed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00519. A facility reported that the mayfield ultra base unit (a2101) was not locking properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.